Event description:
The pump was returned for investigation. A series of events resulted in 2 tank volumes (positive and common) exceeding the 20 psi threshold, triggering a pump-problem alarm. Pump problem alarm triggered by the compressor remaining on during the transition to kvo, and in this instance, causing two tank volumes (positive and common) to exceed 20 psi threshold. The issue is not pump dependent. The pump alarm was triggered by a coding error that is pump-independent. Lvp can be returned to the field.

Event description:
The following has been reported: biomed reported: "pump stopped needs service on propofol, patient woke up and reached for vent tube. Patient safety concern." Not sure if it was plugged in or not. Battery life was 3 lights. I have unit plugged in and on. One cassette pin was a little sticky. Biomed will clean pins, do test infusion, and waiting for confirmation of no patient harm. Biomed added "cleaned unit and ran infusion test, IV, 300ml/hr, vol 40ml. No issues were found and dispensed normally." (B)(6) 2024 - nurse confirmed no patient harm however also reported "we were able to catch it before anything major happened! But this was a major patient safety concern because it was very close to having the patient self extubate or fall out of bed." An initial review of the device logs reveals the following: software bug (kvo max pressure) an active infusion was delayed and no adverse event was communicated. Reporting due to the referenced issue further information is needed to complete the investigation.